Manufacturer narrative:
Evaluation: a work order search was performed for the lens. Results- visual inspection of the returned product showed that one lens haptic was torn off and the lens optic was torn. Clear surgical residue/debris on the product. A lens work order search was performed, and no similar complaint was found within the search. Conclusion-(no conclusion can be drawn): based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon inserted a cq2015 three piece collamer lens. The lens was cut into pieces to remove from the eye without enlarging the incision due to the lens not centering in the eye. No pt injury.